Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was blood inside the delivery tube and on the seal. The loading device was not returned. The tension spring assembly was advanced one third out of the tube, anchor tab remained inside the tube and the seal was outside of the delivery tube. The green slide lock was unlocked and white plunger was depressed on the delivery device. Additional evaluation is required. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.